Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the distal body broken, the u/d knob broken, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, and the light guide cable cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the bending rubber falls into the human body. Therefore, based on the technical report ""hr-rpt-0581(bending rubber)"" and/or the risk analysis results, it was evaluated to submit MDR.